Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a "skin reaction" occurred. It was reported that the patient had an allergic reaction to the wearable and it tore her skin off. The patient declined to provide further event information. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.